Manufacturer narrative:
(B)(4). The regional technical support engineer (rtse) did not see the issue during service but tried to duplicate the symptom by pressing some console keys. The local team reported that the symptom looks same but rtse was still unable to confirm the issue. Rtse tried to isolate possible cause of abnormal key shorted (or sticking) by replacing the ui front panel. Rtse tried to isolate possible of abnormal remote control signal by replacing the rear connector printed circuit board (pcb) and single board computer (sbc) daughter pcb. Rtse also tried to isolate other possible boot up issue by replace single board computer (sbc) pcb and power supply. System was working fine during service and passed all required test after service. A document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The operator manuals for the signature equipment was reviewed and determined to include adequate warnings for medical complications. The review of the device history record (DHR) for this system was also performed which showed that there were no issues or non-conformities and that the system and its components met all specifications prior to being released. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that the sovereign compact console sometimes would be lock up at system logo screen during boot up. There was no patient involvement reported.